Manufacturer narrative:
The product was not returned for evaluation, as it was used, therefore the complaint cannot be verified. Interpore cross could not identify the reported lot number. The customer order history was reviewed and the reported lot number could not be found, therefore the device history record review could not be performed. A definitive root cause has not been determined. (B)(4).

Event description:
The doctor states that he placed the bone graft material roap05 in tooth site #17 at time of extraction. Infection was seen 2 weeks post op. The doctor prescribed antibiotics.

Manufacturer narrative:
The product remains implanted and will not be returned to the manufacturer. Single use.